Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was delivered in damaged condition and had a wrong power cord(european cord). There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The line cord had the wrong plug. The line cord was replaced, and the device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.